Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the cardiac resynchronization therapy defibrillator (crt-d), the physician was unable to tightened the right ventricular (rv) lead setscrew. The crt-d was not used and the patient's previous device was re-implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the left ventricular (lv) connector bore. The returned device indicated a rv pace/sense (hvb) grommet issue. The returned device indicated a loose/detached lv set screw. The returned device indicated a hvb set screw with a rounded socket. The returned device indicated a damaged hvb set screw. The returned device indicated the hvb set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.